Event description:
A homechoice cassette that was leaking in a unidentified location during the priming cycle. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the internation affiliate.